Event description:
According to the reporter, the patient was diagnosed with stage 5 chronic kidney disease and has been undergoing dialysis treatment in the hospital. After a long-term dialysis catheter was inserted on (B)(6) 2025. Dialysis has been performed using low-flow techniques (160-180 ml/min). On the day of the event, blood flow through the catheter was inadequate during dialysis, despite maintaining a flow rate of 180 ml/min. After adjusting the catheter, blood flow remained poor, leading to the premature termination of the session. The initial dose administered was 10 mg of heparin via arterial injection, followed by continuous arterial infusion at 3.5 mg/h using a pump, with no other devices used concurrently. The catheter was repaired. There was no leak. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. No other defects/damages were found on the product. No other products are being utilized with the device. As a remedial action and intervention, the dialysis treatment was terminated early. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.